Manufacturer narrative:
Corrected data: b3: (B)(6) 2025. E1: (B)(6). Claim: (B)(4).

Event description:
An article was published reporting adverse events associated with icl implantation. This was review of 25001 icl related adverse events which were extracted from the maude database'. The article stated that following implantable collamer lens (icl) implantation procedures, patients experienced elevated iop, lens opacity and significant reduction of endothelial cell counts. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).